Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported via medwatch uf/importer report# (B)(4) that device was damaged as implanted and stuck in incision. It was determined this was a procedure issue. The lens was removed from consignment and disposed of. Additional information has been requested.